Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported the string detached during removal and the tampon remained inside. The tampon was falling apart inside her but she was able to manually remove the tampon and did not seek medical assistance. Multiple attempts have been made to obtain further information regarding her use of the product, however no further information has been received.